Manufacturer narrative:
The patient weight was not provided. Approximate age of device - 3 years and 2.5 months. The patient remains on vad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced two episodes of gastrointestinal (gi) bleeding. The patient had an enteroscopy on (B)(6) 2015 which found a dieulafoy's lesion. The patient was given two units of blood and was discharged on (B)(6) 2015. The patient experienced the second gi bleeding event and returned to the hospital on (B)(6) 2015. The patient's hemoglobin was 5.9 g/dl and three additional units of blood were transfused. An esophagogastroduodenoscopy was performed and a source of bleeding was not found. The patient was discharged on (B)(6) 2015 with plans for an outpatient capsule study on (B)(6) 2015. No further information was provided.